Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug via intrathecal drug delivery pump. The indications for use of the pump were non-malignant pain and failed back surgery syndrome. It was reported that the patient was having pain, and it was due to the pump running out of medication ten days before her alarm date. It had happened for the last nine months. The patient heard the alarm and, even if the patient scheduled her refill four days prior to her refill date, the pump would still be dry. It was indicated that the patient thought the pump was maybe malfunctioning and needed a replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.